Event description:
It was reported by the customer that it was impossible to pass the catheter over the spring wire guide (swg). Upon removal, the swg "uncurled" or "divided". It was not possible to continue the procedure with this kit. Further details have been requested.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: a used two-lumen catheter and various needles from the kit were returned for evaluation. The damaged spring wire guide (swg) was not returned for evaluation. Returned two-lumen catheter was visually examined. Catheter was identified, per markings on juncture hub, as specified for this kit. Catheter appeared typical. Functional testing was performed utilizing a 0.018 inch swg specified for use with this kit. Straight end of swg was first inserted into tip of catheter & then inserted into distal extension line. In both tests swg passed through entire length of catheter freely. Instructions for use, s-14402-110a rev.4, warns about possible damage to swg if withdrawn against needle bevel & also suggests using care when removing swg if resistance is encountered. A device history record review was performed with one possible relevant finding regarding the coil weld of the swg. Reported complaint of swg unraveling could not be confirmed through visual examination or functional testing of returned sample since customer did not return swg. Potential cause of this issue is manufacturing related. A non-conformance has been initiated to address this issue.